Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported that the customer received no delivery alarms on the insulin pump. Customer stated that the no delivery alarms caused high blood glucose levels. Customer reported going to the emergency room due to the high blood glucose levels. Blood glucose levels at the time of the incident and the time of the call were not provided. No further information was provided.